Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The pt called and stated she was rehospitalized three days post explant due to post operative thrombosis of the subclavian, jugular and auxiliary veins. Explaint method: intravascular, superior. Technique/tools: direct traction. Complications listed above.